Manufacturer narrative:
The insulin pump was returned for power system error alarm; detailed trace analysis has confirmed the power system error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump passed displacement test and self-test. The insulin pump was received with cracked reservoir tube lip, scratched case, peeling keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was unknown mg/dl. It was explained that the internal power unable to charge. The customer reported that notification light stop flashing immediately after battery change. The customer was advised that the device would be replaced. The customer was advised to return the product for analysis.